Event description:
It was reported that the patient experienced a perforation from this right ventricular (rv) lead which was confirmed during ultrasound examination. Upon revision, tissue was stuck to the helix housing and the helix was not able to fully retract. The physician decided to remove and replace this lead. This lead is expected to return. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. This lead was returned with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that the patient experienced a perforation from this right ventricular (rv) lead which was confirmed during ultrasound examination. Upon revision, tissue was stuck to the helix housing and the helix was not able to fully retract. The physician decided to remove and replace this lead. This lead is expected to return. No additional adverse patient effects were reported.